Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels of approximately 390 mg/dl. The customer alleged that the pump was not administering insulin properly. Customer reverted to an alternate pump for insulin therapy. Customer declined trouble shooting with tandem technical support.